Manufacturer narrative:
A field service engineer (fse) who conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer by instructing her to change the tubing. Fse also ordered a replacement tubing. On 22-jul-2016, the customer installed the replacement part without issue. Fse followed up to confirm the device was operational and advised the customer to call if any other issues arose. No further action was required by field service. The probable cause of the reported event was due to clogged peek tubing from I-6 to the filter housing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.